Manufacturer narrative:
Reported issue of failed/unable to deploy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device with the ligator head and velcro strap for analysis. Visual examination of the ligator head found all bands present and the ligator head teeth were noted to be undamaged. The suture was noted to be broken with one section attached to the distal trip wire loop. The trip wire was not properly secured and was wrapped around the handle post, since the handle post has several marks around it due to the trip wire rubbing the handle post during rotation. It was noticed that the crimp was present on the trip wire and the trip wire was partially rolled in the handle; there is no evidence that the trip wire was secured in the handle assembly slot. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.